Event description:
A trilogy evo ventilator was returned to a third-party service center for evaluation of customer complaint. There was no harm or injury reported. Review of the device error log indicated an issue with soft power fail indicating the ventilator turns off and power the power fail alarm is annunciated by audio and visual alert. This occurrence occurs with the last battery (including direct current) is depleted and the alternating current is not connected. The system printed circuit board assembly required replacement to address this issue. Additional findings not related to the malfunction/issue: the buttons were noted to be contaminated and cut marks are displayed on the device. As part of preventative maintenance contaminated and cosmetically damaged components were replaced to include filters, tubing, hoses, housing, covers doors, panels, cooling fan, muffler assembly, vanity cover, tubing blower chassis and tubing system printed circuit board assembly, the device passed final testing.